Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found the atrial impedance measurement out of range. No sensing was observed on the atrial channel. The hybrid assembly was evaluated by the vendor and results were normal. The failure mode was lost. The cause for anomaly could not be determined.